Event description:
Physician attempted to implant a protégé everflex stent with a 45cm 7fr non-medtronic sheath and a 014 non-medtronic guidewire during treatment of a 12mm calcified lesion in the patient¿s right proximal superficial femoral artery (sfa). Severe vessel tortuosity was reported. Lesion exhibited 40% stenosis. Artery diameter reported as 6mm. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging (i.e. Shelf carton, hoop/tray). There were no issues noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure without issue. Embolic protection was not used. The vessel was pre and post dilated. The device was not passed through a previously deployed stent. The thumbscrew/lock-pin was checked for securement prior to the procedure and it was tight. Moderate resistance was encountered when advancing the device. Excessive force was not used. Tracking difficulties due to patient anatomy was reported during initial advancement. The guidewire was hydrated at prep. The stent started to flare once the delivery device was outside of the sheath and before they crossed the lesion. The safety knob was not loosened so they decided to remove the stent and delivery system. The device was safely removed from the patient. A replacement 7x20 protégé everflex stent was used and was deployed accurately without issue to complete the procedure. No patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was returned with the manifold safety locking pin tightened. The stent was confirmed from the strain relief, the device was returned with approx. 6mm of the stent exposed, the deployment paddles are approximately 44mm apart the device was flushed by both spaces, the flush produced biologics, a 0.035¿ guidewire was unable to advance fully through the device, biologics could be observed in the back leur from flushing the device, the device was loaded into a deployment fixture, and the stent did deploy with a maximum peak force of 3.95lbs. The stent was heavily covered in biologics the distal inner assembly was cut just proximal to the stent retainer to allow further testing. A set of witness marks were noted on the stainless steel hypotube approximately 28mm and 30mm from the distal end of the stainless steel hypotube; indicating that the safety locking pin was properly tightened during manufacturing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.